Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had passed out twice. The insulin pump reservoir had leak at barrel. Reservoir had crack. The insulin pump's retainer ring was broken off. The customer stated that the reservoir was able to lock into place. The insulin pump had cosmetic damage. The insulin pump will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. P-cap / reservoir locks properly into place. Unit passed displacement test, rewind, prime/seating, basic occlusion, force sensor test and occlusion test. Unit received with pillowing keypad overlay and minor scratches on case. No damage on retainer ring noted.